Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued after transferring the patient to another room. It was reported to philips that during fluoroscopy/exposure no image was displayed on the screen. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found kv out of range error. The philips field service engineer (fse) checked the system logfile onsite and found the same error as of rse and continued troubleshooting. The fse performed detector built-in self-test (bist), and the test failed and confirmed detector had problem. To resolve the issue fse replaced detector. The defective part was sent for analysis, for detector, failure was found and the failure was found to be defective power supply board. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that during fluoroscopy/exposure no image was displayed on the screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.